Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device was not returned for manufacturer's investigation. Lot history review revealed no anomaly relating with the reported event. No other similar incident report was received for this lot products. Based on the obtained information, it is presumed that the tip of guidewire was trapped by the deployed second stent, where guidewire removal manipulation was made with force, core wire was broken off, coil elongated and finally broken off due to the force exceeding the product design limit IFU warning section of the IFU describes: - observe movement of the guidewire in the vessel. Before the guidewire is moved or torqued the tip movement should be examined and monitored under fluoroscopy. - if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. - when torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction.

Event description:
Reportedly, after implanting 2 stents in the 90-99% stenosed, mildly calcified lesion at #1 proximal rca, the guidewire was pulled back from the artery. When pulling back by about 20cm, physician felt a resistance, so that mild force was applied. The guidewire snapped out, but the guidewire was broken with its distal end attached to the wire struts. Broken proximal portion was located in the axillary artery. Proximal end of the broken fragment was identified to be in the descending aorta, which was fixed by additional stent. Reportedly, patient is in stable condition.